Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal was detached. The dso seal and senor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is for repair. There was patient involvement, but no clinical consequences. The investigation found that there was a detached dso seal.